Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -17.0/3.0/101 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.